Event description:
A 3-4 cm spherical balloon ruptured post implantation. The pt had not received any treatment and the rupture was detected by a routine CT. The balloon was explanted in 2008, and another balloon was implanted. The treatments were completed successfully with the second balloon. Incident did not result in a pt injury. Balloon rupture is an anticipated adverse event per the instructions for use.

Manufacturer narrative:
Balloon rupture during brachytherapy of the breast is an anticipated event. The balloon in this event was evaluated including a review of the DHR, visual inspection, and sem images of the material. Root cause was determined to be a processing fault. During the injection molding process, the silicone injection wave front did not flow properly which cause some voided zone which subsequently acted as the origin of the balloon fracture. This product is part of an irb approved study and occurred at a clinical investigation site. Pt was not harmed and successfully completed her treatment.